Manufacturer narrative:
The device was returned to zoll medical germany for evaluation. The customer's report was verified and attributed to a bent pin in the connection of the returned multifunction cable. The multifunction cable was replace to remedy to report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.